Manufacturer narrative:
This report is submitted december 6, 2016.

Event description:
Per the clinic, the patient experienced pain at the implant site. Subsequently, the patient was treated with a course of oral antibiotics for a duration of two weeks (date not reported). Clinical management of the patient is ongoing.